Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced low blood glucose (bg) down to 51mg/dl with unsteadiness when standing/walking and leg/back paint associated with priming while attached. The patient reportedly performed the prime and fill cannula steps while attached, infusing an additional 18.5units of insulin into them. The patient reportedly self-treated with food and/or drink and glucose tablets and/or glucose gel and remained on the pump. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.